Event description:
It was reported that a malfunction alarm occurred, identified by a resettable code ¿malf 0.¿ there was no reported adverse impact to the customer¿s blood glucose level, although specific values were not provided. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.